Event description:
It was reported the catheter "came out" and the patient experienced baclofen withdrawal. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2012. Product type: catheter. (B)(4).